Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheters is confirmed and was determined to be use-related. Three 4 fr d/l powerpicc sv catheters were returned for evaluation. An initial visual observation revealed abundant use residues throughout each of the three returned catheters. A small split was observed along sample 1, sample 2 and sample 3 each along the catheter tubing just distal of the molded suture wing. A microscopic observation revealed the split located just distal of the molded suture joint for sample 1 was circumferentially aligned with rounded, polished edges and ¿c¿ shaped impressions leading into the split. The split located just distal of the molded suture joint for sample 2 was circumferentially aligned with rounded, polished edges. The split located just distal of the molded suture joint for sample 3 was circumferentially aligned with rounded, polished edges and ¿c¿ shaped impressions leading into the split. The characteristics observed in each split of each of the returned devices coincide with the features typical of flexural fatigue, or cyclic kinking of the catheter tubing causing the material to wear. Based on the microscopic observations of the splits found in each of the three samples returned for evaluation, the complaint of a leaking catheter is confirmed and was determined to be due to flexural fatigue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by customer that piccs are leaking. Had to clean up mess and replace. No other information was provided. 1/31/2024 - three devices were returned for evaluation. This report addresses the second device.